Manufacturer narrative:
It was further informed that the device was not available for evaluation since the hospital continues using the device. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in an elective abdominal aortic aneurysm (aaa) of this hemosphere monitor with acumen hypotension prediction index (hpi), the hpi value was inaccurate and patient passed away. No further information was available. Patient demographics unable to be obtained. The device was not available for evaluation.

Manufacturer narrative:
As per further follow-up it was communicated that the patient did not pass away during the procedure and the death was not related to the use of the edwards' device. Additionally, it was confirmed that there is no allegation of product malfunction or incorrect values provided. Hpi worked correctly and as expected. Customer would only like to check the hpi value during the procedure as part of their learning process about hpi technology. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.